Manufacturer narrative:
(B)(6).

Event description:
It was reported that after approximately three years or more of having their device, that the lower back pain patient¿s implantable neurostimulator (ins) had overdischarged. It was noted that in 2013 the patient had shut their ins off and was implanted with a device from an alternate manufacturer. However, the patient was reportedly disappointed with their coverage from the new device and wished to turn their original ins back on as of (B)(6) 2017. An initial attempt to reboot the ins with a physician mode recharge (pmr) was performed; the countdown timer appeared and the patient was instructed to continue to try to reboot their device and recharge the ins completely if they were able to reboot it. The issue remained unresolved as of (B)(6) 2017 and it was noted the patient¿s device would be turned back on at a future appointment if the patient was able to successfully recharge the ins. However, additional information reported that as of (B)(6) 2017, the patient¿s ins was not restarted and it was ¿deemed not possible to restart.¿ the ins reportedly could not be connected to and was to be replaced in the future as a result; the replacement date was not yet determined at the time of report. It was noted the patient was not receiving any therapy at the time of report as a result of the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.